Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The lvad was returned assembled with the driveline cut approximately 2.5 inches from the pump housing. The distal portion of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the lvad revealed a thrombus formation around the bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the lvad was supporting the patient. A flat, tissue-like thrombus formation was also present between the rotor blades. Areas of this deposition were hard and denatured, indicating that it was present while the patient was on lvad support, but may have originally formed elsewhere. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase (ldh), as well as the report of increases in pump power and estimated flow. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the clinic to report elevated pump flows on their pump powers above 10 watts. Upon admission, the patient had a lactate dehydrogenase (ldh) level of 1800 u/l and an inr of 2.7. The patient was on coumadin and aspirin at the time. The patient was started on IV heparin. On (B)(6) 2016, pump speed drops with sustained power spikes were noted. On (B)(6) 2016, the patient underwent a pump exchange.